Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, implanted: 2009 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that a patient had a gradual loss of therapeutic effect in october. Stimulation is felt on the left side around 7.5 volts, but nothing is felt on the right side. The manufacturer representative believed the patient had a 2x4 surgical lead implanted and connected to the 0-3 and 8-11 ports of the implantable neurostimulator (ins). The 0-3 electrodes ranged from 11,000 to >40,000 ohms, and the 8-11 range from 25,000 to 40,000 ohms. No intervention or patient outcome was available at time of report. Follow-up attempts have been made, and a supplemental report will be submitted if additional information is received.